Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The sheath is kinked near the handle making the snare head difficult to extend and retract the snare head. The device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in a retroflexed position. The snare head could be opened and closed, however, additional force was required to advance or retract the snare due to the kinks in the sheath. A visual examination was performed on the snare head using high magnification. No soldering, corrosion, or other abnormality was observed that might impede movement of the snare head which might lead to buckling of the sheath. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. All acusnare devices are inspected for workability in finished quality control 100%. Instruction for use states: "fully retract and extend the snare to confirm smooth operation." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, a cook acusnare polypectomy snare was used. The physician had difficulty getting the device in the biopsy gun. When they attempted to cauterize a polyp, it would not close all of the way. Additional information received stated the device allowed coagulation/burning but did not cut properly. The physician removed the device and used a device made by another manufacturer to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial report, the patient did not experience any adverse effects due to this occurrence.